Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 102 - charge profile fault. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) has been confirmed. The cause for the code 102 is an open resistor r45 on the computer/analog (ca) board. The cause for the open resistor is excessive current. The cause of the excessive current is a broken lead on c21 could not be positively identified but the damaged likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted from the broken lead on c22. The pt rec'd a replacement monitor.